Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient called a rep on (B)(6) as the stimulator was not working. The patient had their battery pocket moved on (B)(6) from abdomen to the buttocks. The battery was dead at that time so the impedance check was not completed intraoperatively. The impedance check on (B)(6) shower impedance greater than 40,000 on contacts 1-7. The rep attempted programming around high impedance contacts but the patient stated coverage was not as good as before the battery was removed. The patient contacted the surgeon requesting surgical intervention. The ins was scheduled to be replaced on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {the ins failed due to a dirty port. The ins port will be cleaned prior to retest (see ngt_initial attachment)} a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.